Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Country: united states. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the customer experienced an adhesive issue in which some infusions set tape did not stick.